Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had a catheter revision. The catheter was hurting the patient; it was causing him back pain. During revision the catheter was pulled down 7 cm down to l1, p12. It was further stated that the pump connector was not attached to the pump. A new pump segment revision kit was put in. It was later stated that the old catheter was a one-piece sutureless that was taken out and a pump segment revision was put in. Spinal segment stayed, but the sutureless connector to the spinal segment was taken out; "it just wasn't able to be connected to the pump so they put in a new catheter". It was also stated that a dye study was performed (details not provided). Drug delivered via the device was gablofen 1000mcg/ml.

Manufacturer narrative:
Catheter model: 8709sc, lot# n175091019, implanted: 2008-(B)(6), explanted: unk; catheter model: 8596sc, serial# (B)(4), implanted: explanted: unk. (B)(4).